Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (audio tone issue) issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/15/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2017 with the following findings: review of the pump alarm history did not reveal any records related to the complaint. On investigation, the pump powered on normally without alarm. The pump was exercised for 24 hours without any occurrence of error, warning or alarm. Investigation did not confirm nor duplicate the complaint. Auditory function was evaluated and determined to be operating within required specifications. Unrelated to the original complaint, the battery compartment was noted to be cracked. (B)(4).